Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized on the same day as the onset for the peritonitis. The cause of peritonitis was unknown. On the same day, the patient began treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. Two days later, the patient was discharged from the hospital. Eighteen days later, the treatment with antibiotics was discontinued. Nine days later, the patient was admitted again to hospital as the patient still had peritonitis. On the same day, the patient again started treatment with unspecified antibiotics (dose, frequency and route not reported) for peritonitis. The treatment with antibiotics was ongoing. The patient was still in the hospital and recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.